Event description:
It was reported: 1) a pt filled a portable liquid oxygen unit from a reservoir unit. 2) when the portable was disengaged from the reservoir, the fill connector had froze open and was leaking oxygen. 3) the fire dept was called to remove the unit from the home. 4) no injuries occurred as a result of the incident.

Manufacturer narrative:
The device has not been returned for eval. Home use guide warns, "using a dry, lint free cloth that is clean, wipe the fill connector dry on both the reservoir and portable units before filling to prevent freezing and possible equipment failure. If a major oxygen leak from the reservoir fill connector occurs when you disengage the portable unit (that is, a steady stream of liquid oxygen), stay away from the unit and immediately notify your oxygen supplier." Additionally, "do not touch liquid oxygen or parts that have been in contact with liquid oxygen. Liquid oxygen is extremely cold. When touched, liquid oxygen, or parts of the equipment that have been carrying liquid oxygen, can freeze skin and body tissue."